Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system secondary medication sets did not infuse. This event was identified during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A used secondary set and an unused companion sample were received for evaluation. There were no visual defects noted. Functional testing was performed on both samples with no issues noted. The sample sets primed and flow was normal. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.